Event description:
Consumer's wife alleges her husband was allegedly going up a slope and the chair allegedly tipped backwards.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.